Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the patient had injured trachea both sides pneumothorax. The customer also stated the patient had bleeding. The patient was alive, but with injury. New information obtained from translated report. Bilateral pneumothorax requiring immediate decompression occurred. The elective surgery to remove the lung tumor was abandoned. Life saving surgery was performed ¿ surgical dressing of the torn trachea. A repair surgery was necessary for the torn trachea.